Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the day of implant, the patient received four inappropriate shocks from the device for noise on the right ventricular (rv) channel. Prior to a revision procedure the device was interrogated and testing of the atrial lead was normal but there was inappropriate oversensing of noise and p-waves observed on the rv electrogram and there was no capture on the rv at full device output. It was noted that a recent chest x-ray showed no difference in the lead position since implant, the blue marker on the rv connector pin was confirmed to be fully engaged and visible in the device header, and that all repeated testing of the rv lead showed values within normal limits and consistent with the initial implant testing. A device malfunction was suspected and the device was explanted and replaced. It was also reported that the patient had residual pain and anxiety due to the device shocks. No further patient complications have been reported as a result of this event.